Event description:
It was reported that the bd maxplus pressure rated extension set with needleless connector had separated. The following information was provided by the initial reporter: I'm reaching out regarding 2 safety incidents that involved bd item#: mp5310-c (pressure-rated IV extension set, purple striped, with removable maxplus clear needle-free connector, spin male luer lock, and mini bore tubing, 0.59 ml pv, 8.5" length): sr: 52131 (happened on (B)(6) 2026), harm level- 0-no harm - did not reach patient/person- nurse was disconnecting IV tubing from j loop, connector snapped off and became dislodged in j loop. Blood began to back up into tubing. Tubing was immediately removed from patient since nurse was present as this occurred. Tubing was thrown out and new IV set up was primed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.